Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received: (B)(6) 2009 revision hip right (no specifics) (B)(6) 2010 left total hip (no specifics) on (B)(6) 2012 medical records note the patient has left hip pain. It was noted that the patient is 2.5 years s/p left tha with a depuy aml and has a chromium level of 4.8 with severe left hip pain. No unit of measurement provided. (In linked (B)(4).)

Event description:
Medical records reported that on (B)(6) 2013, that the patient was revised due to dislocation. Doi: (B)(6) 2012: dor: (B)(6) 2023; left hip.

Manufacturer narrative:
Product complaint # : pc-(B)(4). E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.